Event description:
It was reported that the patient experienced leakage of infusion set event on (B)(6) 2026. The site of leakage was from tubing. The infusion set was in use for less than twenty-four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.